Event description:
Baxter product surveillance received notification of an incident from the international affiliate in 2007. Baxter reported a pinhole at a connection between a patient adaptor and titanium adaptor after 60 day of use. The product was new and the sample is available and has been requested. No patient injury or medical intervention was associated with this incident per the international affiliate.